Event description:
It was reported by repair work order that the customer alleged that the wheel was broken on the retractable head section. Upon inspection of the unit by the service technician, it was identified that the patient left load wheel casting was cracked on the retractable head section.

Manufacturer narrative:
Result: load wheel casting.